Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating a missing glucose alarm alert while wearing the adc device using the mobile app. As a result, on (B)(6) 2022, there was no low glucose alarm, and the customer had a seizure and a loss of consciousness. The hcp arrived at the customer¿s home where a blood glucose test of "0.05 mg/dl" was obtained on an unknown device, and the customer was provided intravenous glucose for a diagnosis of hypoglycemia. No further information was provided there was no report of death or permanent injury associated with this event.